Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for the fifth metacarpus fracture with the drill bit. During the surgery, the surgeon used two drill bits. The surgeon drilled a hole in the cortical bone when the drill bit broke and left the drill bit in the hole temporarily. The surgeon then drilled another hole with another drill bit and inserted two screws. The broken piece was then found by x-ray. The surgeon made an extra incision at posterior side and resected a bone chip. Then removed the fragment of the drill bit successfully. The time for removing the fragment was about sixty (60) minutes. The surgeon commented that the breakage of the drill bit was caused by the young patient¿s good bone quality. The surgery was completed with a sixty (60) minute delay. No further information is available. Concomitant device reported: unknown drill bit (part # unknown, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity 2), unknown drill (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: device history lot part number: 03.130.202, lot number: f-28234, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 10 sep 2019. A non-manufacturing related probable cause has been identified and therefore no manufacturing record evaluation is required. H3, h6: investigation summary investigation selection investigation site: cq zuchwil selected flow: damaged: visual / examples: deformed/bent/cracked/broken visual inspection: only a 7.28mm long fragment the drill bit forefront was returned for evaluation. The main part with shaft and coupling pieces is missing. The cutting edges at the corners at the forefront are damaged. The fracture face is homogenous, which indicates material conformity. Investigation conclusion: the complaint is confirmed as the drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the appearance of the received fragment with the damaged corner at the cutting edges we have to assume the a mechanical overload by a metallic contact in combination with the in the complaint description mentioned hard bone did lead to the breakage of this drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as march 03, 2020 but should have been april 23, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.